Manufacturer narrative:
The product was installed at the user site (B)(6) 2013. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed 03/36/2014 with no issues found. The site initially reported the injury to candela in january 2014. Candela followed-up with the site and made several attempts to contact the reporter and the site via e-mail and telephone to confirm the complaint. It was determined the contact info for the site was not accurate. The e-mail came back as undeliverable and the telephone number is for a personal residence. Additionally, the telephone number listed on their website does not dial through to the user site. The site contacted candela on march 17 about a product question and candela was able to confirm the details of the injury as well as the contact info for the site. Candela field service engineer inspected the system and reported that the unit was operating within specification. The treatment parameters reportedly used by the operator were not within the treatment parameters for facial veins as recommended by candela's treatment guidelines. It was determined that the incorrect wavelength was used along with a high fluence during the treatment, which may have been contributing factors to the injury.

Event description:
A site reported that a patient received laser treatment for a facial vein on the nose and that a "hole" was created in the vein that was treated.